Event description:
It was reported that the catheter was stuck with a guide wire. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified superficial femoral artery. A 6.00mm/2.0cm/90cm otw 2cm peripheral cutting balloon¿ and a non bsc guide wire were selected. During the procedure, the device was advanced to the target lesion slightly. However, it was noted that the device was stuck on the guide wire when the guide wire was attempting to cross the lesion. It was further noted that there was difficulty removing the balloon catheter from the guide wire. The balloon catheter and the guide wire were removed from the patient as a single unit. The procedure was completed with the same guide wire and a non bsc balloon catheter. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).